Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, a crack sound was heard when the slider was pulled backwards. The slider was then pulled forward to release the clip; however, it was noticed that the control wire came bended out of the handle and the clip could not be released from the catheter. Eventually, the clip release from the catheter with a use of a cooker clamp to push the iron wire forward. The procedure was completed at this time. Note: a photo submitted by the customer shows that the control wire inside the handle was bent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date.during the procedure, a crack sound was heard when the slider was pulled backwards. The slider was then pulled forward to release the clip; however, it was noticed that the control wire came bended out of the handle and the clip could not be released from the catheter. Eventually, the clip release from the catheter with a use of a cooker clamp to push the iron wire forward. The procedure was completed at this time.note: a photo submitted by the customer shows that the control wire inside the handle was bent.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2022 based on the date the manufacturer became aware of the event. Block h6: medical device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The control wire was kinked next to the spool. There were no problems found during microscopic examination. A media analysis was performed to the photo submitted by the customer and it could be observed that the control wire was kinked next to the spool. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the control wire was kinked which could have been caused by operational factors such as it was stated pulling forcibly the control wire in order to release the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the bushing was inspected under microscope to try to find any problem on it, however, the high magnification inspection showed that this component did not have any damages. And also, during product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Therefore, excluding the possibility of a manufacturing issue related to this component. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.